Event description:
It was reported that the healthcare professional interrogated the pump; the reservoir volume said 5ml remaining but when he withdrew the drug from the pump he got 37ml back. It was confirmed by x-ray that he was in the correct position. A surgical revision was performed and it was revealed that a "small piece of bodily tissue was blocking the catheter". The tissue was removed and the catheter was patent. The catheter was reconnected to the pump again and the issue was solved. It was noted that the patient was doing well; "no adverse side effects". The drugs in the pump were morphine and ropivacaine.

Manufacturer narrative:
Catheter model # 8731sc lot # 0205469066 , implanted unknown explanted unknown.

Event description:
Additional information: it was noted that the location of the blockage was between the catheter and the pump on the outside of the catheter.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).